Event description:
The lay user/pt contacted lifescan in 2008 (lfs) and alleged that her one touch ultra meter was powering off during use. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred the week prior to calling lfs. She had bought the meter at that time. As a result of the reported issue, she took her oral diabetes medication (glucophage) as usual. The pt stated that she would place a drop of blood on the meter and allegedly the meter display would be blank. When a test strip was inserted, it was determined that the meter was not coded. The pt also reported that she felt nervous and shaky after the reported issue began. She was not tested on any other device and did not receive/require any medical attention. At the time of troubleshooting, based on the info provided, there was no misuse of the product. The pt was trained on coding the meter and the correct blood application technique. It is not clear if the pt was able to obtain a result on the meter after that since she was unable/unwilling to answer if the issue was resolved. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting, however, use error was also involved. The pt did not receive medical attention. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.